Event description:
Customer reported incorrect gas readings from the gas module. No pt injury was reported.

Manufacturer narrative:
Mindray service reps reseated the pump assembly and calibrated the unit.